Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (thigh) while wearing the device between 24 and 36 hours. The patient reported the infusion site was painful with redness, purulent drainage (white pus), and swelling. One of 3 site cultures came back as positive for methicillin-resistant staphylococcus aureus (mrsa). Patient also experienced hyperglycemia with their blood glucose values reaching 320 mg/dl. The patient had been using their thigh as an insertion site since january or february. The patient contacted their diabetes educator who suggested that they contact their healthcare provider to monitor the infection. The patient confirmed that they sought out medical attention which involved the abscess being drained along with local anesthetic and oral antibiotics. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone14.2 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.